Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s reported issue was confirmed as the e221, scope communication error, was displayed occasionally due to a defective cable. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus (osh) was informed via repair request that the 4k camera head had an ¿e221¿ error that occurred during preparation before use (patient not under anesthesia). The user facility completed the intended endoscopy procedure with another similar camera head. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the e221 error was likely due to a cable failure. The root cause of the cable failure was unable to be identified. Olympus will continue to monitor field performance for this device.